Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retain testing. Source: phone.

Event description:
Customer reporting discordant flu a result. Customer communicated the result came back sars positive by outside pcr method.